Event description:
It was reported that the pump had an error 46876. The event occurred before use. There was no patient and harm reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a detached downstream occlusion (dso) seal. A review of the event history log was able to verify the reported problem. Functional testing was able to duplicate the reported problem. The error was cleared, and the dso seal was replaced. The device then passed all functional tests. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.